Event description:
It was reported that the pump is not delivering boluses. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer waited 10 minutes and issue was resolved; customer was able to deliver boluses. The cause of customer's inability to deliver boluses was unknown. No further event information was available.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.